Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements. This lead was also noted to have exhibited oversensing of noise resulting in pacing inhibition. Further evaluation of this lead is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.